Event description:
The customer reported that she woke up with high blood glucose levels, and feels that the insulin pump is not delivering any insulin. The customer also stated that the cannula was bent, but the insulin pump did not alarm no delivery. The customer declined troubleshooting as she was only interested in upgrading. Advised the customer that the company representative for her area would be contacted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.